Manufacturer narrative:
Suspected infection and limited range of motion was reported for patient with a total knee replacement. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Suspected infection and limited range of motion was reported for patient with a total knee replacement. Revision surgery is planned to exchange the poly inserts.